Manufacturer narrative:
An event of complete heart block and pacemaker implantation was reported. Possible contributing factors to arrhythmia after implantation includes patient conditions, such as pre-existing arrhythmia, anatomical factors, such as calcification extending beneath aortic annular plane in the interventricular septum, and the depth of implant of the device. Information from the field indicated that the patient had pre-existing right bundle branch block which could have contributed to the reported complete heart block. The valve was also implanted with 6mm depth from the left coronary cusp, deeper than the optimal 3mm depth, which could have contributed to the reported left bundle branch block. The device history record was reviewed to ensure that each manufacturing and inspection. Operation was performed and the product met all specifications. Based on the available information, the root cause of the complete heart block could not conclusively be determined.

Event description:
It was reported that a 29mm navitor transcatheter aortic valve was selected for implant on (B)(6) 2024 using a large flexnav delivery system. The area of the annulus was measured at 539mm^2 and the perimeter was 83.2mm. The right coronary cusp (rcc) was measured at 36.9mm, the non-coronary cusp (ncc) cusp was 34.7mm, and the right coronary cusp (rcc) was 36.9mm. The patient had a pre-existing condition of right bundle branch block (rbbb) and was unstable during the procedure. The device was implanted at a final implant depth of 3mm at the non-coronary cusp and 6mm at the left coronary cusp. On an unknown date, the rbbb became a complete heart block. On (B)(6) 2024, a permanent pacemaker was implanted. The patient had a prolonged hospitalization. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 29mm navitor transcatheter aortic valve was selected for implant on (B)(6) 2024 using a large flexnav delivery system. The area of the annulus was measured at 539mm^2, the perimeter was 83.2mm, and the diameter was 33.7mm. The right coronary cusp (rcc) was measured at 36.9mm, the non-coronary cusp (ncc) cusp was 34.7mm, and the right coronary cusp (rcc) was 36.9mm. The patient had a pre-existing condition of right bundle branch block (rbbb) and was unstable during the procedure. The device was implanted at a final implant depth of 3mm. On an unknown date the rbbb became a complete heart block. On 06 march 2024 a permanent pacemaker was implanted. The patient had a prolonged hospitalization. The patient status was stable.